Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked on the vein and could not be removed. The surgeon used another device to hit the device and it opened. Another device was used to complete the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
(B)(4): damaged jaw, broken jaw, damaged shaft. Eval summary - the analysis results for the el5ml instrument found that it was returned with the shaft broken, the left jaw ramp was found to be broken and the piece was missing; in addition the jaws were noted to be bent. The instrument was cycled and ejected the remaining clips due to the returned condition. The proper opening and closure of the jaws could not be evaluated due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the reported incident. An investigation has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.